Event description:
Customer reported a low blood glucose event. The paramedics could not get a blood glucose reading. Customer could not make sense of anything. The paramedics treated with a glucagon shot. The blood glucose level increased to 133 mg/dl. The blood glucose reading went back down when the paramedics left. His wife had taken him to the hospital. The blood glucose reading at the time of the event was 17 mg/dl. Hospital sent customer home with blood glucose reading of 88 mg/dl. This morning the blood glucose reading was 233 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.